Manufacturer narrative:
Received 1 used leg bag only. The reported event was unconfirmed since the problem could not be reproduced. The received sample was functionally tested, the leg bag was connected to a new 16 fr. Catheter (not part of the sample received, bard catheter) after the sample was tested passing water through the catheter, it was noted that liquid moved toward the interior of the leg bag until it was filled to its maximum capacity. During this test, the flow did not stop. The flow was continuous. The liquid in the leg bag was then drained to the exterior of the bag and there was no difficulty draining. Additionally, the vinyl¿s were cut to verify the embossed of the bags to be correct on the sample received and no problems were noted on the embossed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "separate notches within circles. Pull straps through holes and around leg. Position bag on leg with flutter valve at top. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194). When using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down. Important: be sure to reclose flip-flo¿ valve after emptying bag. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations." (B)(4).

Event description:
It was reported that the urine would not drain into the leg bag, allegedly the patient places the leg bag lower than the catheter. Per additional information the urine would drain directly into the bag and the bottom of the bag would hold two to three inches of urine. The drain tube above the bag accumulates urine and it appeared to be pulling a vacuum between the tube and the catheter. Allegedly the fluid was pulled out of the catheter and then return back up into the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the urine would not drain into the leg bag, allegedly the patient places the leg bag lower than the catheter.